Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and calcified right superficial femoral artery. The 4.0mmx1.5cmx140cm flextome small peripheral cutting balloon was advanced to the target lesion, but was unable to cross. When the physician was withdrawing the device, the catheter shaft became separated. The device was successfully removed from the patient in an unspecified manner. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The 99% stenosed lesion being treated was located in the moderately tortuous and calcified right superficial femoral artery. The 4.0mmx1.5cmx140cm flextome small peripheral cutting balloon was advanced to the target lesion, but was unable to cross. When the physician was withdrawing the device, the catheter shaft became separated. The device was successfully removed from the patient in an unspecified manner. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two pieces. A visual examination of the device showed that the hypotube shaft was broken 47.5cm from the distal end of the spiral strain relief. The hypotube shaft was also kinked in several locations along its length. The balloon showed no evidence of being inflated. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).